Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Section a: although requested, the patient¿s demographics was not provided.

Event description:
It was reported that the facility had a medication error when programming the device for a propofol continuous infusion. The nurse entered the patient's weight as 198 kg instead of 198 lbs. Follow-up findings revealed that this was a human error. There was no harm to the patient.